Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the left cylinder was broken. The cylinder and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this returned components underwent a thorough analysis. Visual examination of the cylinder revealed that its rear tip was detached at the proximal end of the cylinder; due to that finding, it was unable to perform a leakage test in the component. The pump was visually and microscopically inspected and tested for leak. During visual examination bodily contamination was identified within the component; due to that, the pump was not functionally tested. Based on the information available and analysis results, the reported clinical observation of mechanical issues and a hole in the cylinder could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which it was noted that the left cylinder was broken. The cylinder and the pump were removed and replaced. There were no patient complications.